Event description:
Patient had a hsv 1 positive test (index value = 1.94) and two hsv 2 positive tests (index values = 2.76 and 2.55) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116270, mw5116271.